Event description:
Ethicon 5mm clipper (ligamax) malfunctioned and clipper bound on the cystic duct. Only way to remove was to force clipper off tissue. Cystic duct was torn off very short. Hard to get a clip in place. High risk of cystic duct leak. Clip was left in place.